Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction; urge frequency it was reported that patient said they needed help. Patient said they talked to their primary doctor and the place where ( incision )  the doctor  inserted the device (incision) apparently had become infected and was warm. The patient had been using ice packs, but the primary doctor said to contact the hcp l, but they didn't answer their phones and didn't have a portal. The patient mentioned they had called into ps last week and talked to a lady because they thought they might need a little bit of adjustment because they were feeling the fluttering, and like a week or so ago they started to feel it again and they thought maybe there should be an adjustment. The agent asked if the patient was still having the same issue, and the patient said right now they were not wearing their spanx, and they had not all day. The agent reviewed the patient and could decrease stimulation if it was uncomfortable. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the reps." It was also reported that the  ins is hot and sore. An email was sent to the representative to follow up with they patient and a response was r eceived stated that they have followed up with the patient

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.